Event description:
The manufacturer received stryker collaborative study named a retrospective data collection of the internal fixation and reconstruction of bones in the foot and ankle with the charlotte multi use compression muc screw system that contains collected data on the usage and the outcomes of charlotte multi use compression muc screws. The report details analysis provided for procedures performed between january 23, 2023 and june 21, 2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: secondary surgery in 3 cases. This is patient 1 of 3.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.